Event description:
It was reported that the patient had symptoms of less than 50% therapy relief, and flu-like symptoms. A side port study was performed, and they were unable to aspirate. A catheter revision was performed and the catheter was fractured at the insertion site. The spinal segment was unable to be removed, and was replaced. It was noted that the patient also wanted the pump on the other side of their buttocks. The product issue was located at the catheter track and was resolved. The patient status at the time of the report was alive no injury, and they reported ¿ok¿ relief, but it was noted it was ¿too early post-op.¿ the pump system was being used to infuse sunenta.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).